Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer alleged that nothing was pressing against the button. Customer's blood glucose level was approximately 430 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.